Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessments: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of pericardial effusion, cardiac trauma, hypotension and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, cardiac trauma, hypotension are a known inherent risk of the versacross connect access solution for faradrive device. The clinical events are anticipated in nature as per the IFU for the versacross connect access solution for faradrive device as reported to bsc.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a pulmonary vein isolation/ pulse field ablation procedure, a versacross connect for faradrive was selected for use. After gaining access, the physician went to get transeptal and found a patent foramen ovale (pfo) that used. After advancing faradrive across septum utilizing the pfo, about two minutes after, anesthesia noticed blood pressure dropping, which lead to transesophageal echocardiogram (tee) for evaluation of an effusion. The procedure was cancelled. A sternotomy was performed. It was believed the perforation was either at appendage or coronary sinus. The patient was hospitalized beyond standard of care. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a pulmonary vein isolation/ pulse field ablation procedure, a versacross connect for faradrive was selected for use. After gaining access, the physician went to get transeptal and found a patent foramen ovale (pfo) that used. After advancing faradrive across septum utilizing the pfo, about two minutes after, anesthesia noticed blood pressure dropping, which lead to transesophageal echocardiogram (tee) for evaluation of an effusion. The procedure was cancelled. A sternotomy was performed. It was believed the perforation was either at appendage or coronary sinus. The patient was hospitalized beyond standard of care. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.